Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that customer was hospitalize, on unknown date because their readings were not improving using the insulin pump and that because customer had a kidney problem. The customer¿s blood glucose level was 356 mg/dl. The device will not be returned for analysis.